Manufacturer narrative:
Device 5 of 6. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. It was reported that the patient faced issue with 6 infusion sets of tape not sticking from (B)(6) 2024. The first set fell off right away and the other lasted for 2 days. The site of insertion was abdomen and hips. The set has been in use for 2 days. No further information available.